Event description:
It was reported that on (B)(6), the c-arm of the selenia dimension continued moving on its own when the paddle was not pressed. A field engineer examined the devices and found that one of the footswitches was not working. The paddle was replaced by the field engineer and the issue was fixed. The system met the manufacturer´s specifications. No injury to the patient or staff reported.

Manufacturer narrative:
On (B)(6)2024, on a selenia dimensions (B)(6), the c-arm continued to move when the pedal was not pressed. This occurred prior to a patient exam/procedure. There was no alleged health consequence or impact on the patient/user. The field service engineer (fse) tested the foot pedal and did not observe any issues. The system was returned to the customer. An initial evaluation could not be performed because no parts were returned. The behavior could not be replicated by the field service engineer (fse) when inspected. The uncontrolled c-arm motion was investigated quality engineering. Since this part was recycled and unavailable for testing, the investigation is limited. The fse did not observe any issues with the foot pedal. However, based on the complaint record, the issue of uncontrolled c-arm motion reoccured on (B)(6)2024. In that instance, both footswitches were replaced to resolve this issue. Probable cause is the footswitch malfunctioning. There were no other complaints of uncontrolled/uncommanded motion on this system since the part replacement. Conclusion: in summary, the probable cause was the footswitch malfunctioning; however, the root cause is unknown. A CAPA is not required for this incident as there was no alleged impact to patient or user and because the risk index (ri) of 1 (zone 1) is considered acceptable. This behavior will be continued to monitor and tracked in the future. Complaint was not confirmed. Device history record (DHR) review: UDI: (B)(4) date of manufacture: 10/21/2013 installation date: (B)(6)2014. Reviewed DHR: deviations / discrepancies ¿ there were no relevant deviations/discrepancies to note.